Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 171 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue.